Manufacturer narrative:
(B)(6). The device was received for evaluation. During functional testing, the customer reported "false upstream occlusion alarm" was not reproduced. The device was tested for upstream occlusion test and it passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition verified. The cause of the condition was determined to be upstream sensor out of range. The ultrasonic sensor will be replaced to address this issue. Further evaluation revealed downstream sensor w/ tube current reading out of range (1210). Force sensor scale factor calibration will be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed false upstream occlusion during programming/setup. There was no patient involvement. No additional information is available.